Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver morphine (6 mg/ml at 1.2824 mg/day). Analysis of the pump found no anomaly. Analysis of the catheter ((B)(4)) found damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The system was returned with no allegation and underwent routine analysis. The patient''s indication for use was malignant pain. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.